Manufacturer narrative:
Updated d9, h3, h6. Reassessment of this incident found it not to fulfill reporting criteria. Device charging problem would not be likely to cause or contribute to death or serious injury, even in a clinical setting. Additional conditions must also exist (e.g., surgical/ treatment conditions; patient factors; the unavailability of back-up or alternate therapies for greater than 24 hours) before an injury could occur, and even under those conditions, the risk of patient harm is low. This event did not lead to a death or serious injury, nor would it be likely to cause or contribute to a death or serious injury if it were to recur. This event is considered not reportable pursuant to 21 cfr §803. While this event is no longer considered reportable per the rationale provided in section 4.2b, this report is being submitted as a courtesy to provide updated investigation results based on the return and evaluation of the complaint device subsequent to the submission of our previous supplemental report. The investigation is now complete. The device was returned for evaluation and with no faults found, the event cannot be confirmed. The device evaluation observed no defects and no functional faults with charging or obstruction related problems. A documentation review has been conducted, confirming previous complaints of this nature, the device history and historical review have observed no manufacturing quality concerns. The associated risk files mitigate the reported event which is further delineated in the instruction for use (IFU). A probable root cause as detailed in the IFU, may include that the device has paused charging, while the ambient temperature is reduced. The IFU also contains the details the device and associated tubing are to be closely monitored to ensure that the tubing does not become kinked or blocked, which may impact on the device¿s performance. Clear troubleshooting steps are provided. No manufacturing related concerns have been identified; therefore, no corrective action is deemed necessary.

Event description:
It was reported that the console is defective because it displayed the recurring notification "the console no longer holds the charge" and also the tubing was clogged. The console was shutdown for 24 hours and replaced by a simple dressing. The device is available for evaluation.

Manufacturer narrative:
H10. H3, h6: the device, used in treatment, has not been returned for evaluation. We are unable to establish a relationship between the reported event and the device or determine a root cause on this occasion. If the device is returned in the future, this complaint will be re-assessed. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history for the reported events have been reviewed, revealing further instances. The risk management file has been reviewed which contains multiple failure modes which could lead to a failure to deliver negative pressure. These all lead to a harm of delayed wound healing. Without further information as to the cause of the failure, a more precise failure mode cannot be assigned. The IFU for renasys has been reviewed which highlights clear steps to be taken to resolve instances of the reported events, the user is advised to consult these at all times. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.